Event description:
A journal article was reviewed that contained information regarding this implantable cardioverter defibrillator (ICD). The device failed to provide the appropriate defibrillation threshold test (dft) shock. The patient had a subcutaneous lead implanted. The status of the device is unknown. Further follow up did not yield any additional relevant information regarding the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "defibrillation waveform duration adjustment increases the proportion of acceptable defibrillation thresholds in patients implanted with single-coil defibrillation leads." Cardiology ((B)(6)). March 1 2013;124(2):71-75. (B)(4).